Event description:
It was reported the patient received 14 inappropriate shocks, with oversensing indicated. The lead was replaced. At explant, it was found there was a large u-shape of the lead in the pocket, and it was speculated this could have caused a fracture. No further patient complications have been reported as a result of this event. Additionally, a lawsuit alleges the patient "suffered physical and other injury" due to the lead. It also states the patient "experienced inappropriate and or excessive shocking, fracture or other injury requiring medical intervention" due to the "defective" lead.